Event description:
It was reported that the pump touch screen does not display the red portions of the cgm graph. Customer¿s blood glucose level was approximately 100 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.